Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 battery resistance high. The battery was at 2.99 volts afer 63 days, well above the expected end-of-service voltage of 2.815 volts. The battery had higher than expected resistance values (with the highest resistance of 317.2 ohm), which exceeded the battery specification requirement of <= 317 ohm during 30 ua discharge to 2.815 volts.

Event description:
The pump was returned to the manufacturer. The return paperwork indicated that the pump was replaced due to normal battery depletion; eri (elective replacement indicator) was 6 months. There was reported to be no patient injury and the patient recovered without sequela. The pump underwent routine analysis. The device system was used to deliver lioresal (2000 mcg/ml. 840.6 mcg/day).